Event description:
It was reported that during the attempted implant of a right ventricular his (rv-his) lead placement difficulty was noted and the lead could not be "fixed well". It was noted the lead tip was deformed. The rv-his lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.